Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to respiratory illness. Customer's blood glucose was 300 mg/dl. Customer was on steroids due to illness which caused blood glucose to increase. Customer was wearing the device during time of hospitalization. Customer will not be returning the device for analysis.